Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii. The patient's blood glucose results were 300 and 97mg/dl. Tests were done within a few minutes apart with a difference of 91%. Patient did not experience any adverse events. Meter cleaned with alcohol. No further information has been reported.